Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end on the bronchovideoscope had a burn. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the distal end case burn was caused by stress of repeated use, external factors, or handling. Thus, the device did not meet the specifications nor functions, thereby confirming the occurrence of the events. However, the definitive root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use: in the operation manual for bf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.